Event description:
The customer states, he heard arcing during a procedure. The c-arm was removed and the case was completed with another c-arm.

Manufacturer narrative:
The customer repaired the arcing problem and cancelled the service call to ge.